Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's grandmother reported the customer received a high reading of 160 mg/dl on the adc freestyle libre sensor compared to a reading of 49 mg/dl obtained on the built-in reader. It is unknown how much time elapsed between the two readings. It was further reported the customer "felt bad" and experienced symptoms described as chills and weakness. Customer was attended to by a nurse and was diagnosed with hypoglycemia and administered a "glucose shot". There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor were reviewed and the dhrs showed the fs libre sensor passed all tests prior to release. Stability data for fs libre sensor was reviewed and showed no anomalies or non-conformances that could lead to the complaint. Clinical data was reviewed and confirmed that libre sensor continue to be safe, effective, and perform as intended in the field. A tripped trend review was performed for the reported complaint and freestyle libre, no further track and trend review was required due to low rate of confirmed complain. If the product is returned, the case will be re-opened and a physical investigation will be performed. This also serves as a correction report. Manufacture name, city and state: city was incorrectly documented in the initial MDR 30 day report. City has been updated.

Event description:
Customer's grandmother reported the customer received a high reading of 160 mg/dl on the adc freestyle libre sensor compared to a reading of 49 mg/dl obtained on the built-in reader. It is unknown how much time elapsed between the two readings. It was further reported the customer "felt bad" and experienced symptoms described as chills and weakness. Customer was attended to by a nurse and was diagnosed with hypoglycemia and administered a "glucose shot". There was no report of death or permanent injury associated with this event.